Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported during a stenting treatment procedure, stent migration occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, non-calcified, concentric, de-novo target lesion was located in the renal artery. The lesion was not pre-dilated. A 7.0x19x150cm express small diameter stent was placed. During removal of the guiding catheter it was noted that the express stent migrated from the lesion. Another express stent was implanted. No further patient complications were reported and the patient¿s status is stable.